Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Additionally, the t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple inaccurate fill estimates after filling multiple cartridges with insulin. Reportedly, the customer overfilled the cartridge and used cold insulin in the cartridge. As the event occurred in the past, tandem technical support was unable to troubleshoot the reported event. Recommendation was made for the customer to use room temperature insulin and not overfill the cartridge per pump labeling instructions. There was no impact to the customer's blood glucose level.